Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, while the doctor was introducing the bag in the patient to extract the lobe of lung he noticed the bag has got a tear. The immediately replaced the device and conclude the surgery. Nothing fell into the patient's cavity. The surgery time was not extended. The current patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The plunger and metal ring advanced and retracted properly. The bag was manually cinched without difficulty. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for detached bag complaints. These conditions suggest that the gold ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.